Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed two unexplained loss of power with voltage with in good limits. There was visible moisture in the display. The 24 hour test was unable to be performed due to no cartridge detected alarm. The pump powered up. Unable to produce loss of power. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the pump lost power. The patient reported that moisture was seen behind the display lens and the keypad was peeling. The patient confirmed that the battery compartment and cap were intact and confirmed that the battery cap was secure to the pump. This report is made based on the allegation of the pump power issue.